Manufacturer narrative:
Additional information: section d4 (serial number) has been updated from 3mh0041kyan to 3mh0041kyam. Section d4 (expiration date) and h4 (device mfg date) were updated based on returned product download. Sensor 3mh0041kyam has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Watermark was not observed at the base of the tail. Visual inspection has been performed on the sensor plug assembly and no failure modes were observed. Therefore, the issue is not confirmed to tail not properly seated. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. Customer reported receiving a "scan again in 10 message" and stated the sensor ended after 8 days of wear, resulting in the inability to obtain readings. As a result, customer experienced a loss of consciousness and upon regaining consciousness, he self-treated with an unspecified drink. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. Customer reported receiving a "scan again in 10 message" and stated the sensor ended after 8 days of wear, resulting in the inability to obtain readings. As a result, customer experienced a loss of consciousness and upon regaining consciousness, he self-treated with an unspecified drink. There was no report of death or permanent impairment associated with this event.